Event description:
It was reported that bd bd maxguard administration set with needleless y-site(s) was leaking. The following information was received by the initial reporter with the verbatim: 2 separate sets were defective, first did not have an end cap/port the tubing just ended. The second set of tubing was leaking from one of the ports. Product should have no leaks and have a luer lock male port at one end of tubing.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that the infusion set tubing was leaking from one of the ports. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model mx9968 lot number 23069048 was performed. The search showed that a total of (B)(4) was built on 09jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided. Material #: mx9968. Batch #: 23069048. It was reported by customer that 2 separate sets were defective, first did not have an end cap/port the tubing just ended. The second set of tubing was leaking from one of the ports. Product should have no leaks and have a luer lock male port at one end of tubing. Verbatim: rcc received a complaint via email. Email(s) attached. Medline reference: (B)(4). Item: mx9968. Quantity affected: 2 eaches. Serial/lot number: (B)(6). Po #: (B)(4). Are any samples available for return? Yes. Reported issue per customer: productcomplaints@bd.com. Customer disposition request: credit. Reported issue below: 2 separate sets were defective, first did not have an end cap/port the tubing just ended. The second set of tubing was leaking from one of the ports. Product should have no leaks and have a luer lock male port at one end of tubing.